Event description:
This ra lead was implanted on (B)(6) 2010 and remains implanted as of the present. A call placed to technical services on (B)(6) 2018 stating that this lead exhibited impedance issue. It was noted that on (B)(6), impedance jumped to 996, then 2400 on (B)(6). The technical service representative reviewed electrograms in latitude - in november there was minute ventilation (mv) chop on the right atrium lead. There was also post lead safety switch alert. There was myopotential on the right atrial lead. The following physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).